Event description:
The user facility reported that during use of the y-knot flex 1.3mm all suture anchor in an anterior shoulder instability repair procedure on (B)(6) 2015, the surgeon reportedly tried to advance the all suture anchor through the pilot hole, but the anchor could not be advanced fully. The surgeon removed the first y1301 and inserted a second y1301 without issue. The surgery was completed using the second y1301 with only a minute delay and no problems noted. The first y1301 all suture anchor and its inserter were disposed of at the user facility after the surgery. However, during a postoperative outpatient follow-up visit, "a small metal object (about 1mm)" was observed on the x-ray and that the patient was advised of this finding. It was further reported that on the surgery day, the surgeon was not aware that one of the tines on the inserter/driver had broken off and remained in the patient's bone (glenoid). Other information received from the user facility indicated that at the present time "there is no abnormal condition with the patient".

Manufacturer narrative:
As reported, the y-knot flex inserter is not expected for evaluation, as it was discarded at the user facility after the surgery. Without the actual device, an evaluation could not be performed and the root cause of the reported breakage could not be determined. The alleged incident therefore could not be verified. Based on available information, it is believed that the most likely cause of the driver breakage in this instance is user related, and a probable result of misuse. In addition, evaluation of similar complaints revealed a possible cause of this failure is inserting the driver too far into the pilot hole. This can occur, if excessive force was applied during malleting thereby sending the driver, anchor, and drill guide further into the bone than designed. This device (B)(4) was manufactured on 31-mar-2015 in a lot of (B)(4) units. There were no anomalies or non-conformances noted during the manufacturing process that could have caused or contributed to this reported problem. There were no other complaints received for this item and lot number combination. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. This device is very technique dependent. Preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the implant are important considerations in the successful utilization of this device. To reduce the risk of driver tip breakage and injury to the patient, the product's instructions for use (IFU) provides the following precautions: exercise care in the use of the device to minimize side and/or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. Avoid lateral loading while inserting y-knot anchors. Maintain proper alignment during insertion of anchors and disengagement of drivers. Device was discarded at user facility.